Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in elevated blood glucose levels. During the night on (B)(6) 2024, the patient woke up with symptoms of hyperglycemia and noticed insulin was in the cartridge compartment. The patient was admitted into the hospital with a blood glucose result of 580 mg/dl. The patient was treated with an insulin pen at the hospital. In the morning on (B)(6) 2024, the patient started using the infusion device again. The insulin cartridge leaked insulin after the cartridge was half full. The patient was still currently in the hospital.